Event description:
It was reported that there was a revision of a scorpio cr tibia and insert due to tibial instability.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cr #5 tibia. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.